Event description:
It was reported that during a thoracotomy procedure, on the 8th reload, the device made an unusal noise and did not open. The case was completed without any reported patient consequence. The patient was admitted to ICU per the normal post operative process for this type of procedure.